Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, the media in one hundred (100) tubes appeared cloudy/hazy and was not clear. The box of tubes was not used; therefore, no health impact or consequences were reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3354789 was satisfactory and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on this batch. Retention samples from batch 3354789 (96 tubes) were available for inspection. There were no contaminated tubes observed in the retention samples. For further investigation ten (10) retention tubes were incubated. Five (5) tubes were incubated at 25 degrees celsius and five (5) tubes were incubated at 35 degrees celsius. At five (5) days, there was no growth observed in the incubated retention samples. Three photos were received to assist with the investigation of this complaint. One photo showed tubes in a partially filled plastic holder inside of a carton. One photo showed a carton label of batch 3354789 exp 2025-06-29. One photo showed two tubes with discolored, cloudy media near the bottom of the tube. There were no returns received to assist with this investigation. This complaint can be confirmed from the photos. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, the media in one hundred (100) tubes appeared cloudy/hazy and was not clear. The box of tubes was not used; therefore, no health impact or consequences were reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.